Manufacturer narrative:
The damaged tubing was investigated and it was determined that the damage seems to be made from the rinse nozzle on the analyzer. A specific root cause, however, could not be determined based on information that was provided.

Event description:
The customer reported that they had multiple assay performance issues with the analyzer and that patient samples were involved. The customer had just started using the analyzer for the first time. The customer was asked, but did not provide the total number of samples involved, assays involved, or specific data related to the incident. The field service representative did state that the results were completely unbelievable and many were accompanied by data flags. The customer provided only one example of an erroneous result for one patient sample tested for albumin. The sample initially resulted as 5.6 g/dl and this value was reported outside of the laboratory. The sample was repeated on a modular instrument and resulted as 4.2 g/dl. The repeat result was believed to be correct. The patient was not adversely affected. The albumin reagent lot number was 68362801 with an expiration date of 08/31/2014. The field service representative determined that there was a fluidics failure of the line 1 vacuum tubing at the nozzle on rinse unit 3. He states that there was a pin hole in the tubing. He replaced the tubing and checked cell blank dispense volume as a preventive measure. An applications specialist ran dummy patient samples with no further application issues seen.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.